Event description:
It was reported that the device lost pressure twice during a surgical procedure. There was bleed through into the surgical site and there was approximately 75-100cc of blood loss. A rubber tourniquet was placed around the patients ankle to complete the procedure. There was no delay reported.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.